Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements of greater than 2000 ohms. The daily measurements for the lv lead were subsequently programmed off due to a known dislodgement. Noise has also been recorded on the lead. This lead currently remains implanted, even though a revision procedure was scheduled. No adverse patient effects were reported.